Manufacturer narrative:
The claimed issue was related to low pressure alarm during use. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Low pressure alarm is activated if measured pressures are outside alarm limits. Based on provided information, engineer of the equipment department of the hospital replaced the pipeline that was leakage, however the problem was not solved. The maintenance kit 10000 h needs to be replaced. The customer has not decided to purchase this maintenance kit. There is no planned visit at the customer¿s site. The root cause to the reported issue has not been determined. (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).